Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux, reflux, and preimplantation testing. The valve did not meet the requirements for pressure/flow, siphon, and leak testing. The valve did not meet the requirements for leak testing due to tears on the casing. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ crystalline debris was observed on the interior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device had been found to leak before it was implanted. There were no environmental /external/patient factors that may have led or contributed to the issue. The patient's current status was paralyzed in bed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was damaged, and there was an air leak in the valve. The patient was re-implanted with another device. There was a delay in the procedure of 120 minutes.